Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that this is a device related issue.

Event description:
Patient presented for hip revision surgery for pain. Surgeon revised the femoral head with same size and offset. There was evidence of device malfunction.